Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. This patient previously had a non boston scientific pacemaker implanted in which the sp disabled after this. Technical services (ts) reviewed noting the sp feature was attempted to be enabled which was unsuccessful due to small paced complexes. Previously in secondary vector there were multiple untreated events due to oversensing. There were 2 inappropriate shocks due to t wave oversensing. Ts noted there may be limited options for programming as the pacemaker had already reprogrammed. Ts recommended continuing to monitor. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the smartpass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. This patient previously had a non-boston scientific pacemaker implanted in which the sp disabled after this. Technical services (ts) reviewed noting the sp feature was attempted to be enabled which was unsuccessful due to small paced complexes. Previously in secondary vector there were multiple untreated events due to oversensing. There were 2 inappropriate shocks due to t wave oversensing. Ts noted there may be limited options for programming as the pacemaker had already reprogrammed. Ts recommended continuing to monitor. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.